Manufacturer narrative:
Patient weight requested. No weight information has been received. A software investigation was completed. The software investigation determined that the reported behavior is a known software anomaly. The anomaly is normally resolved by taking a second spin, although the site chose not to do this in this instance. This anomaly is tracked through a software anomaly tracking database and references to this instance have been added. No further issues reported.

Event description:
A site representative reported that during a spine fusion procedure, a 3d spin was taken with the imaging system and half of the image was white. The image was still used for navigation and the case was competed successfully. A second 3d spin was taken to confirm screw placement and that image was normal. The patient was not impacted. No additional details were provided.